Event description:
Additional information received indicated the patient was in stable condition and the right atrial (ra) lead was also explanted and replaced to resolve the event. Related to manufacturer report number: 2017865-2020-11711.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but is not yet available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was observed to be externalized due to erosion. Infection was also observed. The event was resolved by explanting and replacing the device, right ventricular (rv) and left ventricular (lv) leads. Related to manufacturer report numbers: 2017865-2020-11546 and 2938836-2020-07896.